Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the system displays "no communicator found" and the therapy screen cannot be displayed. It was unknown if there were any contributing factors. The communicator and the handset were rebooted, but did not improve. The therapy screen was accessed by resetting the communicator. Issue was resolved. It was further reported that previously the stimulator was charged about once every 5 days, but recently it needed about once every 2 days. Stimulation, which was both feet, was cut to the right so it became necessary to adjust the stimulation by oneself. The patient was asked to consult with their physician for treatment. Issue was not resolved. Additional information was received reporting the cause of needing to recharge more often and stim cutting right was unknown. It was clarified that "stim cut to the right" meant the stim turned off on the right side without notice. It was unknown if there was a device malfunction. The patient will consult with their attending physician at the next medical consultation, but no date was scheduled. No actions are planned yet.